Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine via an implanted pump for non-malignant pain. It was reported that the software version was 2.0.1700. The patient reported that she hadbeen having a ton of issues with the handset and communicator since four months ago. It was reported the handset was a not holding a charge and the communicator was not connecting to the pump since they got the devices. The patient was getting different services codes and to restart application and no pump found. The patient could not recall the codes, and the codes did not stay on long enough for her to write them down. It was reported the devices take a long time to connect to the pump and deliver a bolus. They had to go through the tutorial each time they started up the handset. It was noted the healthcare provider¿s office did not have any trouble with connecting with their device to refill the pump. It was also reported that the pump sticks out and you could see the pump. Thehcp office was aware. The patient gets four bolused a day. The company rep told the patient the handset needed to be charged every day. The patient did not like the new handset and wanted to go back to the old ptm. Patient services assisted the patient with resetting the handset, communicator, and closing out of all running applications. The agent assisted the patient with clearing the data on the handset. After clearing the data, the patient was able to connect to the pump very fast and deliver a bolus. The agent assisted the patient with deactivating the tutorial. The agent transferred the patient to hcit to check the handset function, and the call was dropped. The agent confirmed the communicator was charging. The agent confirmed the handset was at 90% charged. The issue was resolved with the troubleshooting steps on the call. The patient was redirected to their healthcare provider to further address the issue.